Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not charging and only had 50% battery. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge fiel service engineer (fse) inspected the unit and found that the power cable was missing both the fuse and the fuse cover, resulting in no ac power being supplied to the unit. The fse further inspected the power board to determine whether the fuse had been intentionally removed due to a suspected burn or odor; however, the board was found to be in good condition with no signs of damage. The fse installed a new 13a fuse and fuse cover, restoring ac power and enabling the batteries to charge as designed. The unit passed all functional and safety tests in accordance with the manufacturer's specifications and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d5, e1 (initial reporter, event site email, event site telephone), e2, e3, e4, g2, h6 (type of investigation, investigation finding, component codes), h11. Due to character limitation in e1 block: initial reporter: (B)(6). Event site telephone: (B)(6).

Manufacturer narrative:
Updated fields: b4, e1 (event site name), g3, g6, h2, h11. Due to character limitation in block e1: event site name: (B)(6).